Event description:
The account stated, the left head siderail is off the bed.

Manufacturer narrative:
The technician found the left head siderail was broken off from the siderail bracket. He replaced the siderail to repair the bed.